Event description:
It was reported by the pt's attorney that as a result of having the mesh implanted the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, and loss of a bodily organ system, has undergone or will undergo corrective surgery or surgeries.